Event description:
A trilogy evo ventilator was returned to a third-party service center for the report of a broken screen. Evaluation of the device was completed on (B)(6) 2025 with the following findings: the device arrived with the reason "broken screen", and the customer's complaint was confirmed on evaluation. The display was broken. Details indicate there were defects/blemishes on the screen that affected legibility when the device was turned on. Evaluation also indicated there were significant cracks/gouges in the screen. However, the button icons were legible and without damage that would affect their functionality. The display was replaced and the device passed functional testing after repair. Additional findings not related to the malfunction/issue: other parts are contaminated; therefore, replacement of the affected parts was necessary. The filter was changed since it was contaminated. There were no error codes in the error log that indicate a reportable condition.